Manufacturer narrative:
The dentist did not disclose the patient's weight.

Event description:
On march 21, 2017, an nsk handpiece x95l (c8800224) was returned from a distributor to nakanishi for repair. There was a note with the handpiece describing the handpiece as overheating and burning a patient. On march 22, 2017, nakanishi contacted the dentist for more information. The information nakanishi obtained is as follows. The event occurred on (B)(6) 2017. The dentist was removing a crown on tooth right lower jaw using the x95l. The patient was under local anesthesia. According to the dentist, no malfunction was observed prior to use, however, the patient reported a burn post treatment. The patient's buccal mucosa was blistered. The dentist applied oral ointment to the patient. According to the dentist, the patient visited the clinic after the event, and the dentist treated the patient as usual.

Manufacturer narrative:
Methodology used: nakanishi examined the device history record for the subject x95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed one service record ((B)(6) 2011) since the device was shipped. The service record showed that all criteria were met at the necessary operation checks of the repair (replacement of cartridge, dog clutch and drive shaft). Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. Nakanishi set a test bur in the handpiece and rotated it by hand. Nakanishi observed rotational resistance. Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. Nakanishi observed abnormal temperature rises at test points (1) and (2) 280 seconds after the start. Temperature measurements 280 seconds after the start are as follows: test point (1): 63.5 degrees c; test point (2): 57.2 degrees c; test point (3): 40.4 degrees c; test point (4): 38.2 degrees c. The temperature testing was conducted for 280 seconds into the planned 5 minute evaluation. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage and abrasion on the bur insertion side of the bearing retainer (ball retaining plastic part). Nakanishi also confirmed wear to the gear meshing drive shaft part and the dog clutch gear part. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusion reached based on the investigation and analysis result: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the damaged bearing retainer. Abrasion of the bearing retainer ball pocket, combined with the cutting load, resulted in the damage to the bearing retainer. A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of importance of checking the handpiece prior to use to prevent abrasion progression of parts and overheating, as instructed in the operation manual.